Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump constantly alarms threshold suspend and the blood glucose reading is off. Customer indicated that their blood glucose reading was 196 mg/dl at the time of incident. Troubleshooting spoke with the customer's husband and he indicated that they will go to the hospital.